Event description:
It was reported that an ilet user received a restart alert, inadvertently performed a factory reset, and subsequently could not rewind the motor when attempting to load a new cartridge, consistent with a motor stall alarm and device malfunction; the user was advised to transition to back-up therapy, and a replacement device was arranged. Symptoms included hyperglycemia with a reported value of 400 mg/dl, without ketone testing, medical intervention, or other assistance. Outcomes included temporary interruption of insulin delivery and the need to revert to multiple daily injections. Investigation included troubleshooting with device restart attempts, education on reverting to back-up therapy, and logistics for device replacement and return. Investigation of this case revealed persistent motor stall behavior after resetting consistent with a device mechanical or motor drive issue that could not be resolved through restart, aligning with a malfunction of the pump motor assembly. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a motor stall.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.